Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During removal of a fibroid uterus, the motor drive unit was making strange noises and vibrating. It was necessary to re-adjust the disposable hand pieces at the connector by removing and reattaching or by changing the disposable hand pieces. Three hand pieces were used to successfully complete the procedure with no adverse pt consequences. The customer opines that the cpc connector could be the cause of the difficulty.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.